Event description:
It was reported "fluid leak at the junction of the lumen with the catheter. The distal lumen (pink) presents a fracture at the junction of the port with the extension that goes directly to the catheter, which is why this lumen is disabled for operation." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Section d.4. - unique identifier (UDI)# corrected from (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "fluid leak at the junction of the lumen with the catheter. The distal lumen (pink) presents a fracture at the junction of the port with the extension that goes directly to the catheter, which is why this lumen is disabled for operation." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".